Event description:
It was reported that the bronchovideoscope had no picture on the screen, just a black screen (no image). The issue was found during a bronchoscopy procedure. Troubleshooting was performed by rebooting, restarting and re-plugging the device, but still no image. The procedure was delayed for more than 30 minutes before the patient was sedated. However, the intended procedure was completed with another similar device. There were no reports of patient¿s harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.